Event description:
The user facility reported via user facility medsun report the following, "trap used to catch snared polyps did not have netting and did not catch resected polyp. Polyp had to be fished out of suction canister and could have been lost without ability of pathology to examine."

Manufacturer narrative:
Steris became aware of this event on june 20, 2022 through our periodic review of the medsun database. The report did not identify the name or location of the user facility of the device in question. To date we have not been informed of this event directly from the user facility. Should we obtain additional information regarding the user facility or specific device subject of this event, a follow-up report would be filed with the results of our investigation.